Event description:
Allegedly patient suffered severe and debilitating pain and weakness; suffering, disability, physical impairment, anxiety, fear, and mental anguish as a result of the implantation.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend for item/lot. The package insert was also reviewed. The product was not returned. (B)(4).

Manufacturer narrative:
The investigation is complete. Trends will be evaluated. This event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-00949, 00950, 00952.